Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-01911. Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The 26mm commander delivery system was returned locked at the default position and fully inserted through the full loader assembly. No flex was used and 3/4rh of fine adjust was used. During visual inspection the distal part of the balloon was noted to be missing. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The dimensional measurements for the returned device were not taken as the distal end of the inflation balloon was not returned. Imagery provided confirms that the distal part of the balloon is missing. The balloon burst, withdrawal difficulty, and tip separation were confirmed. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and another event related to distal tip separation from the same lot was received but that event and product are still pending engineering evaluation. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed. During thv deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and the balloon lock is locked. Perform thv deployment by unlocking the inflation device and initiating rapid pacing ensuring 1:1 capture, sbp <=50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. If delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. If a balloon burst is suspected, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect was identified, no corrective or preventative actions are required. The events were able to be confirmed through the visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the delivery system balloon ruptured during valve deployment. It is believed it interacted with circumferential calcification in the stj, resulting in the rupture. The physician did add +1 cc but hadn't fully inflated it when it burst'. It was noted that patient had calcification present in the leaflets/annulus and at stj section. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Moreover, it was noted an additional 1cc was added to the nominal volume as per the case notes. The prescribed nominal inflation volume is provided in the IFU. It is likely that the balloon burst once the balloon past the target fill volume. It is possible that these two factors combination contributed to the event. Available information suggests that patient factors (stj calcification) and procedural factors (over inflation of balloon) may have contributed to the reported event. As reported, 'difficulty was experienced while withdrawing the delivery system into the sheath and it became stuck at the bifurcation'. The balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. As reported, 'difficulty was experienced while withdrawing the delivery system into the sheath and it became stuck at the bifurcation'. As a result of balloon burst, the balloon's altered profile may have led to difficulties encountered with withdrawing the delivery system into the sheath. The altered balloon profile and distal portion of delivery system could have got caught in the sheath tip. Subsequently, this may have required excessive manipulation of the devices to overcome the withdrawal difficulties, which may have resulted in separation of the components. Available information suggests procedural factors (withdrawal of burst balloon, excessive manipulation) could have contributed to the event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon ruptured during valve deployment. It is believed it interacted with circumferential calcification in the stj, resulting in the rupture. The physician did add +1 cc but hadn't fully inflated it when it burst. Difficulty was experienced while withdrawing the delivery system into the sheath and it became stuck at the bifurcation. The physician pulled so hard that it resulted in the delivery system's distal tip detaching within the sheath. Additionally, fluoro showed the marker band of the sheath and liner pushed into the sheath. The delivery system, minus the distal tip, will be returned for evaluation. The patient was taken away for vascular surgery to remove the sheath and distal tip of the delivery system and may not be made available for return.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-01911.investigation is ongoing.